Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder tumor (turbt) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient's bladder. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2018-10-25). The investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. However, no part is missing since the complete fragment was returned as well. Furthermore, there is a lateral crack and a scratch visible at the end of the crack. Most likely, the distal end had been slightly cracked before and the damage then extended, finally resulting in the fracture. Therefore, this event/incident was attributed to wear and tear in combination with use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.